Manufacturer narrative:
Device passed displacement test. Device received with partial display due to cracked lcd glass. Device received with cracked case (battery tube). The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had red line on the middle of the screen and there was a crack on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.